Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Review of the logfile for the day of treatment showed during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. Treatment could be identified in logfile. The user performed energy checks before this patient. The corresponding treatment was performed successfully. No error message occurred during treatment. No abnormalities or deviations could be detected in the logfiles which could contribute the reported issue. The user needed to check the entered sphere value before performing the treatment. A technical root cause could be excluded as the system was working within specification. The root cause could be determined as user handling. The manufacturer internal reference number is: 2020-09223.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director of clinical services reported a patient had photo refractive keratectomy (prk) in both eyes. It was discovered after the procedure on the right eye that the sphere portion of the treatment had not been entered into the laser. The left eye was treated without incident. The patient is still healing. It was reported that this was a technical error and the laser did not malfunction. It will probably be three to four months before the patient is retreated.